Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the pump battery could not be charged without the customer wiggling the cable around in the charging port. Additionally, it was reported that the pump battery was depleting quickly. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact to the customer¿s blood glucose level.